Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the lipid tubing leaked while connected to a patient. There was no report of patient harm.

Event description:
The customer reported that the lipid tubing leaked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leaking lipid tubing was confirmed. Leak testing was performed; a slow leak from the maxzero valve attached to the line designated for lipid was observed. Magnified inspection revealed evidence of interior damage near the top edge of the valve body. The damage had the appearance of a scratch. The cause of the leak was damage to the interior of the maxzero valve body. The root cause of this damage is a manufacturing issue.